Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent lumbar surgery due to lumbar fracture. Intra-op, the doctor found the set screw slipped, he had to replace with a new one to complete the surgery. No patient complications were reported.

Manufacturer narrative:
Product analysis: optical examination did not identify material deformation consistent with misalignment. Unable to replicate customer concern; functional evaluation with a sample mas found the implant able to be fully engaged into the mas head. The implant appears to be capable of performing its intended function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.